Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be confirmed with the available information. The explanted device was discarded at the hospital and is not available for evaluation. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. During the procedure, it was also noted that myectomy resection was prudent and a corresponding dimension of muscle block was removed. It is unknown if this may have contributed to the patient's stenosis. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a bioprosthetic aortic valve, implanted approximately five (5) years and six (6) months, was explanted due severe aortic stenosis secondary to early structural valve deterioration. The patient also demonstrated asymmetric septal hypertrophy and ascending aneurysm. During explantation, it was felt that myectomy resection was prudent and a corresponding dimension of muscle block was removed. The explanted device was replaced with another edwards bioprosthetic valve. Some bleeding was noted in the right lateral aspect of the aortotomy, but this was controlled with a pledgeted prolene suture. A hypertensive episode was noted and bleeding from right lateral aspect of the aortotomy. Cardiopulmonary bypass was reinstituted and ascending aorta removed and graft implanted. Echo demonstrated a normally functioning bioprosthetic valve with no outflow tract gradient and trace-to-mild mitral insufficiency. Patient was transferred to intensive care unit in stable condition. Patient was discharged on post operative day eight to rehab facility.